Event description:
Subsequently, boston scientific received information that this device was explanted and replaced. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device memory log was reviewed and the most current recorded battery voltage was 2.977 volts (approximately one month following device implant). The device had not declared a battery status indicator of elective replacement indicator (eri) or end-of-life (eol) while implanted. The clinical observation of a displayed fault code was confirmed. Bench testing found that all manual lead impedance measurements were within a normal range and device was capable of delivering both bradycardia and tachycardia therapies as programmed. The device was put through and passed automated diagnostic testing. The device casing was removed and internal electrical measurements confirmed the initial laboratory findings of a low battery voltage. Extensive testing determined that the device was exhibiting a high current drain. The device's bypass capacitors were isolated and electrical testing was conducted. Although visual inspection did not identify any damage to the capacitors, the high current drain was isolated to the device's capacitors. The root cause of the clinical observation and premature battery depletion was concluded to be the result of high current drain from the device's capacitors.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping and noted to have a battery voltage too low for projected remaining capacity. There was inquiry as to how the remote monitoring system's acknowledgement of this issue. The patient was further evaluated and a save to disk was sent for engineering review. Engineers reported that more battery voltage was being utilized than shown to be used indicative of some sort of fault in the crt-d and recommended replacement sooner than later. A request was made for the return of this device for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.